Event description:
A home pt contacted baxter's technical service center for assistance in ending his automated peritoneal dialysis therapy early, per initial report, the home pt initiated therapy prior to connecting their transfer set to the pt line of the homechoice set. After noting this, the home pt proceeded to connect themselve to the contaminated setup. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.